Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the valve operator was stuck. Additional malfunctions were pm kit dirty and holse clamps leaking.